Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty removing the device could not be replicated in a testing environment; therefore, the reported event could not be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a carotid artery procedure. Reportedly, following the procedure the proglide device was difficult to remove. The device was pushed and changed the angle, but did not remove the device. A surgical cut-down was performed to remove the device and achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.